Event description:
It was reported by service report that the cot has problems when trying to lower it with weight. There was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Connecting rods, center weldment.